Manufacturer narrative:
(B)(4): the reported complaint of the pump returning to default time and date was duplicated. The pump was opened and the internal battery (bt1) was found to be leaking. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test; however when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. No data related to the complaint observed in pump histories. No data in the black box from the time of the reported issue due to continued use.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump time and date reverted to (B)(6) 2007. The reporter confirmed that the pump was maintaining the time and date appropriately with battery removal. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.